Event description:
Difficult deflation was encountered during a coronary artery bypass graft dilatation procedure. The balloon and guiding catheter were removed as a unit. Another balloon catheter was used to successfully complete the procedure without patient complications. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Follow up indicated the patient's anatomy was tortuous. It was also indicated this device was used to dilate a coronary artery bypass graft which is non-indicated use of the device. The above may have been contributing factors to this event. However, without evaluating the device, co is unable to determine the cause for this event. Directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature...these catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended... When dilatation has been completed, deflate the balloon by applying suction to the balloon lumen..the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended."